Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the product tank cap was not pushed all the way up causing leaking and low o2. No new parts needed.